Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Evaluation statement: the escalated issue of found thermal damage at c23 on the power supply board (tc10007352) has been evaluated by customer advocacy (cad); the customer did not allege any patient involvement or report observing smoke or flames while the device was in operation. The cause for the thermal damage was not determined. The returned pc unit had a manufacture date of 01/feb/2012. A review of the device history file from the date of manufacture to the present performed found no qn or prior servicing recorded. Per the product risk assessment document (B)(4), no risk assessment is deemed necessary. A CAPA is not necessary. Based on these facts no further investigation of this issue is deemed necessary by customer advocacy and the service depot may proceed with the appropriate repairing of the returned device. (B)(4).